Event description:
2 of 2 reports it was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter two catheters cracked and leaking longitudinally along the blue plastic hub. The following information was provided by the initial reporter: " 2 reports of catheter cracked and leaking longitudinally along the blue plastic hub. Two separate occurrences, two patients, being prepped for surgery by two separate providers. Once catheters were placed and hooked to saline it was noted that saline was leaking from a longitudinal crack in the hub."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
1 of 2 reports it was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter two catheters cracked and leaking longitudinally along the blue plastic hub. The following information was provided by the initial reporter: " 2 reports of catheter cracked and leaking longitudinally along the blue plastic hub. Two separate occurrences, two patients, being prepped for surgery by two separate providers. Once catheters were placed and hooked to saline it was noted that saline was leaking from a longitudinal crack in the hub."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.